Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a catheter, continuous flow. The customer states that post-trellis run, the proximal balloon would not deflate. A larger syringe was used to try to deflate the proximal balloon but was unsuccessful. The physician decided to pull the catheter back towards the sheath and break the catheter balloon. The catheter broke and the distal end of catheter embolized. The physician had to snare the distal end of catheter that had broken off into pt's vessel (caught on clot). Customer states that physician was successful in retrieving broken distal end of catheter.